Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy solution was dripping out of the connection end of a clearlink valve. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture dates: (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation, and was contaminated with chemotherapy. Visual inspection was performed with naked eye. As the sample was contaminated with chemotherapy further evaluation could not be performed. The reported condition could neither be verified nor refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.